Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. Reportedly, the customer plugged the charging cable into a different wall adapter. The customer¿s blood glucose level was 102 mg/dl. Multiple follow up attempts were made by tandem technical support to confirm if an alternate wall adapter resolved the charging issue; however, the customer did not respond.